Event description:
A malfunction with code malf 12 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue happened again. The customer understood and acknowledged these instructions.